Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was plastic was cracked upon opening, the needle was bent in the packaging, and the safety mechanisms fell off. No patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure modes for defective locking mechanism, cracked hub, hub-collar separation, and bent cannula were observed. Additionally, 20 retention samples from bd inventory were evaluated by visual examination and no defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes defective locking mechanism, cracked hub, hub-collar separation, and bent cannula. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder that there was plastic was cracked upon opening, the needle was bent in the packaging, and the safety mechanisms fell off. No patient impact.